Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced incredible fatigue and not feeling well with heart rate in the 40s. The right ventricular (rv) lead exhibited non capture and no pacing. The rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.